Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The biomonitor iii was inspected visually revealing no anomalies. The memory content of the device was inspected, showing a normal device function. The biomonitor iii was successfully interrogated, revealing that the device detected eri on december 07, 2024. The analysis revealed no indication of a device malfunction and there was no indication of a premature battery depletion.

Event description:
This device was explanted due to eri with unexpected battery behavior. No adverse patient events were reported. Should additional information become available, this file will be updated.